Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU),the controller data port is used to connect the controller to the monitor in order to download information from the pump to the controller and to send operational signals from the monitor to the controller. In addition, this port is used to connect alarm adapters which are used to silence "no power" alarms on a non-functioning controller. The IFU explains the correct method for connecting and disconnecting the data cable and alarm adapter to the controller to prevent damage to either of these components or to the controller data port. An inability to download data from the controller/pump to the monitor may result in no or inappropriate actions taken in response to alarms. According to the IFU, users are instructed to return any damaged components to heartware. This may potentially result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a patient's clinic visit, the vad coordinator noted that the blue data port of the patient's backup controller was cracked.&#2068;he device was exchanged with no reported patient consequence.

Manufacturer narrative:
The site was unable to indicate whether the controller had been dropped. The reported event of a cracked serial port was confirmed on the returned controller ((B)(4)). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed functional testing but failed visual inspection due to a cracked serial port. The most likely root cause of the reported event can be attributed to the handling of the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.